Event description:
It was reported that the patient had a loss of therapeutic effect in (B)(6). She noticed around (B)(6) that her therapy was not working for her urgency. She also had parkinson¿s and had fallen several times. The patient was examined by her doctor and the lead may have been damaged. The therapy had been turned off for ¿about four months¿ and the reporter catheterized the patient every night. She was having a revision the day after the report. No patient outcome or confirmed lead damage was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v855059, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).